Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was several episodes of non-sustained episodes due to some crosstalk of the p-wave noted on the right ventricular (rv) lead. No intervention was performed to resolve the event and the patient was in stable condition and will continue to be monitored.